Event description:
The device was returned to the manufacturer with no complaint.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The delivery system was returned without the capsule. It was presumed that the capsule did not attach to the esophagus. The plunger was fully depressed and retracted. See scanned pages.